Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. A complaint history was performed and found one similar complaint. There was no abnormality in its appearance. Thus it conducted that the malfunction is not attributable to the supplier. DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The instruction manual states in the [precautions against frozen or lost endoscopic images] ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. ¿ wet contacts could cause the equipment to malfunction. In addition, the following is stated in the instruction manual [connecting]. Turn the video system center off. The root cause could not be determined. However, it is considered that the phenomenon pointed out had occurred by the handling which deviated from the instruction manual. As a result, it is somewhat likely that the phenomenon pointed out had occurred due to poor energization of the connector part or cable, and electrical circuit damage of the connector part or the imaging part. Poor energization of the connectors and cables, and damage to the electrical circuits of the connectors and imaging parts are considered to have been caused by the following factors. Dirt on the electrical contacts of the connector was attached. Moisture on the electrical contacts of the connector was attached. I connected the processor with the power on. The inside of the device was flooded. The cable was broken.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported image issues were confirmed. The image cutting on and off was found to be due to a shortage in cable. The grainy image was found to be due to a faulty charged coupled unit. The off centered image was due to a bent coupler base plate. The damaged or defective parts are replaced and the device is extensively refurbished. As a result of this refurbishment, the device has been restored to olympus original factory specifications. The device was returned to the user facility.

Event description:
It was reported that the image from the device did not appear. No patient involvement related to this event.